Manufacturer narrative:
.

Event description:
Customer reported heparin over infusion. Unable to provide info on detail of events. Several modules being used, however, the customer was unable to provide information on which module was involved. Biomedical department reported pt death. Several attempts have been made to get additional clinical info. No updates rec'd as of the date of this report. Customer sent event logs for review. Pcu and modules are requested, but have not been rec'd as of the date of this report. Will send a follow up report when investigation is complete.